Event description:
It was reported that this pacemaker system exhibited oversensing and high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient's follow-up schedule was increased due to the device. This pacemaker system remains in service. No adverse patient effects were reported.